Event description:
Bilateral capsular contracture, baker grade 4, right side and right-side late forming seroma. Date of event for late forming seroma: 3/24/2026.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h6, b5. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 4, right side.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with bubbles, creases, debris/tissue adhered to the shell, gel-shell slide and moderate yellowing. Marks on the device near the crease was observed where it appears the device was gripped with an instrument but there is no evidence of perforation in the shell to show evidence of a potential rupture. The device weighed 257.9 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.